Manufacturer narrative:
It was reported that the ventilator was having a problem, the fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check. Simulated use testing of the returned turbine module reproduced the pre-use check failure. An evaluation of the received device logs could also confirm the same issue during pre-use check, and a technical error alarm indicating a turbine module failure. A defect turbine in the turbine module caused the unit to fail the pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).